Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was severed. The root cause for severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had exposed wires.